Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. The video connector was smoothly inserted into video processor. However, there was a cut in cable which caused the unit to fail the water leak test. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely moisture entered from the cut in the cable and the electronic circuit temporarily malfunction. The camera head and the server could not communicate and the images could not be displayed. The following instructions are provided in the instructions for use which can prevent the event: "do not reprocess or store this product with tweezers, forceps, scalfts, etc. A hole is opened in the camera cable, and water leakage may cause the electrical circuit inside the product to be destroyed." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device was not displaying an image; the camera head was not connecting to the box. The reported problem was found during reprocessing. No patient involvement or injury was reported. No additional information has been obtained.